Manufacturer narrative:
Corrected death selection: no corrected date of event: (B)(6) 2014. (B)(4) after thorough review of all the available documentation it has been determined there is no evidence, documentation and/or indication that any fresenius device(s) or product(s) caused or contributed to the alleged adverse event of sepsis.

Event description:
On 02/14/2018 additional documentation, plaintiff's original petition and request for disclosure, was received by (B)(4) for this specific complaint file (previously captured under MFR report #: 1225714-2015-08121). A clinical review of this additional information was conducted, and documented an allegation of sepsis (date unknown) previously not reported in the file information. The documentation alleged shortly after (date unknown) the patient was initiated on hemodialysis (hd) therapy (in 2014) the patient experienced a sepsis event. Documentation contained in the file recorded the patient initiated hd therapy in 2014, however, there was no information in the available documentation regarding an event of sepsis experienced in 2014.

Manufacturer narrative:
No sample or lot number is available. A supplemental medwatch will be submitted with additional relevant information upon completion of the investigation.

Event description:
The daughter alleged the patient was admitted to a long-term specialty hospital on (B)(6) 2015 following a surgical procedure for post-operative treatment, physical therapy, and IV therapy related to her diabetes. Experienced five cardiac and/or respiratory nonresponsive events due to the infusion of naturalyte acid product, at the commencements of the dialysis procedures. The daughter alleged the patient experienced loss of consciousness, hypotension and cardiac/respiratory arrest. The patient's daughter alleged the patient presented with adverse reactions to the dialysate and continued treatments beyond the first adverse events where she became non-responsive.